Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dec 27, 2017: pfs and medical records received. Pfs alleges muscle weakness. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed acetabular liner due to fall. Noted pain and grinding on the right hip. Revision note stated, that the polyethylene liner had been displaced and fractured. The patient was noted to have approximately a 1.5 cm leg length deficiency on the right. Doi: (B)(6) 2006: dor: (B)(6) 2008 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.